Event description:
A customer reported a malfunction on their pump, with the issue identified as malfunction 12. The impact on the customer's blood glucose level is unknown, as the customer declined to provide specific details. Technical support assisted the customer with resetting the pump, but the customer was unable to continue troubleshooting at that time and planned to follow up when available.